Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing noise was observed. Noise was unable to be re-produced in the clinic. Some programming changes were made. It was recommended to monitor the lead and to consider lead replacement. Patient was stable and will continue to be monitored remotely. No further information available.